Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum: this supplemental emdr is being sent to provide the correct 510k number for the device. Updated fields: g1, g2, g4, g7, h2, h11 corrected field: g5.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1 and device #2) on (B)(6) 2016 and (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st (device #1 and device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #2) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st (device #1). Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #1 and device #2) on (B)(6) 2016 and (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st (device #1 and device #2). As reported, the attorney alleges patient experienced emotional distress and the device was defective.